Event description:
It was reported that the device had possible premature elective replacement indication (eri). The device was explanted and replaced. It was also reported that the right atrial lead had high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2007. (B)(4).